Event description:
Pt underwent a standard lithotripsy procedure with device functioning normally according to physician. Later that same day pt was admitted to hospital ER. Emergency splenectomy secondary to internal bleeding was performed. - pt was the 2nd of 3 pts undergoing eswl with the same equipment. No other pts reported unusual post-op problems. Device malfunction is not suspected by physician but is being investigated.